Manufacturer narrative:
Not returned.

Event description:
We received a copy of an MDR (mw5062152) from the FDA. It did not list the part number of the device involved, nor did it list the hospital it occurred at nor a reporter/contact who could be reached. Without this information, we were unable to conduct any medical event follow up. We are filing based on the information provided in the MDR that was sent to us. There was no report of serious injury. Here is the text of the MDR we received: patient underwent transurethral resection of a large bladder tumor and cystolitholapaxy. During the cystolitholapaxy, the surgeon used the lithotrite stone crusher to crush stone while bringing the scope back out through the urethra. The stone was upturned and at the tip of the urethra. The stone crusher opened and surgeon was unable to pull the instrument out. The storz rep was contacted for instructions on how to remove the instrument out of the urethra. Eventually the surgeon pushed the stone out of the stone crusher and was able to pull out the stone crusher with some trauma to the tip of the penis. The stone was removed as well. There was a question if there was a metal piece lost from the stone crusher instrument. X-ray was taken after the case and confirmed no retained foreign object. A foley catheter was inserted. The patient will be discharged with the foley catheter to be left in for a few days to allow the urethra to heal. No bleeding at the urethral meatus on post op day 1.